Event description:
After having the essure put in on (B)(6) 2014, I started having sharp, stabbing pain in my lower abdominal. I feel dizzy and lightheaded and have excessive bleeding on any given cycle. It also pains me to be intimate with my husband. I feel all these health problems began 4 months after my implant. On (B)(6) 2014, nine months after the implant, I had an ablation done to control the bleeding. I was told this surgery was permanent and could not be reversed now after all of these health problems. I just want them out even if they have to do a hysterectomy, but I'm scared to start that process as I'm only (B)(6).